Event description:
Healthcare professional later confirmed capsular contracture, baker grade IV.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified; crease fold, wear abrasion, overweight, deformation, brown particles, calcification (approx. 40%). Cloudy and voids in the gel observed after autoclave cycle. After weighting the device, it is observed that it is overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship (see the weight report attached). Based on the device analysis the final assessment is:no issues found related with the manufacturing process the event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "patient's concern for the product".

Event description:
Healthcare professional reported "patient's concern for the product", "severe capsular contracture" baker grade unknown, " deformed, kind of ballish and irregular". Healthcare professional also reported " immune-related symptoms with fibromyalgia and arthritis"; these events are not device related. The device was explanted. This record is for the right side.